Event description:
It was reported that the atrial lead experienced both low and high pacing impedance, and noise oversensing. The lead remains in use; however, it will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.